Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device"), device dislocation ("migration/ perforation of the essure device") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia,") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery to try and alleviate the symptoms) and surgery (underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, abdominal pain, migraine, fatigue, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, intra-abdominal haemorrhage, migraine, perforation and vaginal discharge to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plantiff required surgical intervention to address her complications. At that time, plantiff underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081127) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ("extreme bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), back pain ("back hurts"), abdominal pain upper ("stomach hurts") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure device.). At the time of the report, the menorrhagia, back pain, abdominal pain upper and fatigue outcome was unknown. The reporter considered abdominal pain upper, back pain, fatigue and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.